Event description:
Pt on levophed infusion. Rn was transferring infusion to pc4/channel a, after the pump was programmed properly. When IV tubing was transferred to channel a, the clamp was closed on the pump, the clamp on the IV tubing was opened. When the nurse was going to hit start, she noted that the drip was running wide open. Immediately the clamp on tubing was closed and tubing was transferred back to the working pump and set properly - worked fine. During bolus of medication, transient was hr 129, bp 188/63. After 5 min, hr was back down to 111, bp 160/50. Pc 4 pump removed from pt area with note placed on pump for repair. Product was evalauted by biomedical engineering. The door was misaligned due to damage to lower hinge which led to improper securing of tubing against the pump mechanism. This resulted in the free flow from the pump.